Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set back-flowed during infusion of venofer. When the pump was started, the ¿solution immediately began to back up towards the back check valve¿. The primary bag was clamped off and the drug was infused in its entirety. There was no patient injury or medical intervention associated with this event. No additional information is available.